Event description:
During g3 long nail surgery, when connecting the distal targeting device and g3 target arm, fixation bolt could not insert to the device hole. Therefore the surgeon used the radiolucent drill. The surgery was completed.

Event description:
During g3 long nail surgery, when connecting the distal targeting device and g3 target arm, fixation bolt could not insert to the device hole. Therefore the surgeon used the radiolucent drill. The surgery was completed.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the DHR / inspection records revealed no discrepancies. The item returned was documented as having met specifications prior to distribution. Upon receipt the metal washers of the fixation / clamping mechanism were found rotated to an incorrect position. Thus, clamping function was restricted. In this condition, the reported issue ¿when connecting the distal targeting device and g3 target arm, fixation bolt could not insert to the device hole¿ could be reproduced with a sample gamma3 target device. The fixation bolt could not be inserted and the fixation lever could not be locked easily. After re-positioning the (rotated) washers as intended, the returned dtd could be assembled with the sample gamma3 target device as specified; the fixation bolt could be inserted completely and the fixation lever could be locked without problems. A change was performed to replace the metal washers with a cushion washer in order to optimize the fit and to ensure proper clamping function. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.